Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-oct-11. It was noted that there was a manufacturer¿s representative in the room at the time of the event. It was reported that there was a previous catheter kink that resulted in withdrawal symptoms. The patient had a dye study which showed that the catheter was clogged up. It was indicated that the catheter was not changed due to scar tissue. It was noted that ¿the pump came out of the pocket and kind of rolled over¿ and the pump was replaced in (B)(6) 2014. It was also reported on 2016-oct-11 that 3-4 weeks prior to the refill the patient had a return in pain symptoms. It was indicated that the patient had always noticed this since the patient started with pump therapy. It was noted that the patient¿s managing healthcare professional would make some program changes when the patient had more pain. It was stated that the patient felt like 5-10 ml were being wasted at refill.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was at the hospital for a device related issue. It was noted the patient was scheduled to get their pump replaced next week on (B)(6) 2014. It was further noted the pump was being replaced due to normal battery depletion. The reporter stated they were not going to be replacing the catheter next week and only the pump would be replaced. It was noted the patient had a spinal headache that started about 48 hours ago. It was further noted that if the patient lied down the headache went away. The reporter stated the patient was having some withdrawal symptoms that started in the last couple days. It was noted the symptoms included shaking, increase in blood pressure, and an increase in pain. It was further noted the patient had no recent falls or trauma. The reporter stated the patient had a fall a couple months ago. The reporter further stated the patient had a ¿black out¿ spell yesterday afternoon. It was noted the patient was squatting down and they passed out. It was further noted that this would be the patient¿s 3rd pump. The reporter stated any time the patient¿s pain level goes up to a ten their blood pressure goes up, but then usually goes down. The reporter further stated the patient¿s blood pressure needed to come down before they could get the pump replaced. It was noted the patient felt like they were not getting any medication from the pump. It was further noted the patient¿s pain level had been at a ten for the last 48 hours. The reporter stated that four days ago the patient¿s blood pressure was 240/120. It was noted the patient had the pump to treat arachnoiditis. It was further noted the patient had not heard any pump alarms. The pump contained fentanyl and bupivacaine. Additional information received reported the patient¿s healthcare professional wanted a manufacturing representative to be present while they used fluoroscopy to check to see if the catheter was patent. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Correction: the patient code (B)(6) was previously coded in error and has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial# (B)(4), ubd: (B)(4) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that there was an issue in the past where the catheter came undone and they had to do a dye study test to see if the drug was being delivered.